Manufacturer narrative:
(B)(4). What is meant by failed staple line? Unknown. Was told there was bleeding and oozing at staple line, so they considered it failed. Where any staples seen or were they malformed? Unknown. Was the source of the bleeding identified? Unknown. Did the issue occur while taking the meso appendix or appendix? Unknown. Was clips used on the meso appendix? Unknown. The analysis results found that the tsw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon fired the stapler with its initial reload. There was significant bleeding and they had to open the patient to control the bleeding and repair bowel from the failed staple line.